Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a shaft break occurred. The lesion was predilated with two non bsc balloon catheter. Then this 2.50x32mm synergy drug eluting stent was selected; however, the device was unable to cross the lesion and the shaft became bent and broke.